Manufacturer narrative:
(B)(4).

Manufacturer narrative:
UDI: (B)(4). Investigation of this event is ongoing.

Event description:
As reported by the clinical specialist, during a sapien 3 transfemoral case in the aortic position, the physicians had difficulty lining the valve up properly to the markers, both while use the gross alignment and fine alignment. When the valve on the delivery system traveled over the arch it appeared 1mm off from where it should be. The pusher was retracted. During deployment of the valve, the distal end of the balloon inflated but the proximal end did not inflate. The decision was made to deploy the valve in the descending aorta. A second delivery system and valve were obtained and that valve was able to be successful implanted in the aortic valve without issue. In the physician's opinion, the event was caused by the patient's tortuous anatomy.

Manufacturer narrative:
The commander delivery system was returned to edwards lifesciences for evaluation. Upon visual inspection, a bend was observed on the guidewire shaft (likely due to packaging the device for return) and disturbed balloon pleats. No other visual abnormalities were observed. Functional testing was performed both before and after decontamination. During pre-decontamination the device was tested in its returned condition. No gross alignment issues were encountered. The device was able to unlock and move the balloon catheter back to the warning marker. The device was able to be placed in the gross alignment position from the default position. No fine adjustment issues were encountered. The device was able to be locked and use full fine adjust ability. During post decontamination, the gross alignment was re-evaluated and the device was able to be placed in the unlocked position and the balloon shaft was able to be pulled back to the warning marker. Final alignment was unable to be performed due to the condition of the balloon (disturbed balloon pleats). The valve was unable to align due to the bunching observed on the distal end of the balloon. The commander delivery system is a single use device, therefore this result was expected and not indicative of a design/manufacturing issue. The complaints for fine adjust difficulty, valve alignment difficulty and valve movement on balloon were unable to be confirmed. Device evaluation, complaint history review, DHR review, and lot history review did not reveal any manufacturing non-conformances relating to the reported complaint event. During functional testing slight resistance was observed; however, the encountered resistance is most likely attributed to the condition of the returned device (disturbed balloon pleats). The full length of the fine adjustment was able to be used without any other issues or abnormalities. Patient factors such as vessel tortuosity, and/or procedural factors such as valve alignment techniques employed during delivery system navigation may have contributed to the reported complaint events during valve alignment/fine adjustment. Per the description received of the event, the event was most likely caused by the patient¿s tortuous anatomy. At this time there is not enough information for engineering to conclusively determine the root cause of the event. Without imagery available to visualize the valve movement on balloon, engineering is unable to confirm the complaint. While a definitive root cause was unable to be determined, it is possible that the following patient or procedural factors may have contributed to the movement of the valve on the balloon prior to deployment: -a non-perpendicular viewing angle while performing valve alignment could have potentially contributed to an incomplete valve alignment/fine adjustment of the valve on the balloon while in the straight section of the aorta, which could have resulted in observing the valve being not properly aligned once changing views to visualize the native annulus. Inadvertently leaving the balloon shaft not fully locked (after valve alignment/fine adjustment) could result in the valve potentially moving during catheter navigation of the aorta/native annulus. At this time there is not enough information for engineering to conclusively determine the root cause of the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.